Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section g3 - date received by manufacturer: 20-nov-2024. Section h3 - device evaluated by manufacturer? Yes. Product evaluation: during a service onsite to evaluate the system, the system checkout was completed. Service realigned the optic path. The system is performing to specification. Preventive maintenance activities are performed routinely. No secondary issues was founded. The system was checked and is working within johnson & johnson surgical vision (jjsv) specifications. A review of the records related to the device was performed. The system and its components met all specifications prior to being released. As a result of the investigation there is no indication of a product quality deficiency. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were patients that underwent photo refractive keratectomy (prk), that appeared with a central haze area (hyperplasia epithelium). The physician stated that the excimer laser is responsible. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section d6b - explant date: not applicable. The excimer laser is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). The excimer laser was not evaluated by the field service engineer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.